Event description:
A customer contacted beckman coulter inc., (bci) regarding lower than expected total triiodothyronine (tt3) results generated by the unicel dxi 800 access immunoassay system for four patients. The tt3 results appeared to be below the normal reference range. Subsequent testing produced significantly higher results for all four patients. After review of the results it was determined that all of the repeat values to be correct as the reporting units had been changed from ng/dl to ng/ml. However, review of results could be misinterpreted if the physician is not expecting a change in reporting units. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Because customers can define different units for different sample types, there is the risk of results being reported in unexpected units. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with customer technical support (cts).